Event description:
It was reported that during preparation, a 3.0 x 12 mm xience xpedition kept pulling air. The device was not used. A new xience xpedition was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis indicated that the stent implant was tightly crimped on the balloon, indicating that it had not been inflated and used in a patient. Scanning electron microscope (sem) analysis revealed a tear in the inner member 13.9 cm distal to the guide wire exit notch. A review of the complaint handling database indicated no similar complaints reported for this lot. A review of the electronic lot history record (elhr) for the reported lot revealed no associated nonconforming material records (ncmrs), indicating all lot release testing met acceptance specifications. Based on a review of related records and evaluation of the returned device, the manufacturing group concluded that there is no product quality deficiency; therefore, no corrective action is required.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.